Event description:
A doctor contacted baxter (B)(6) regarding a leak from a uv flash transfer set. The doctor stated: there was leakage around the twist clamp that was found during use. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a leak in a transfer set was confirmed during the sample evaluation. A visual inspection was performed with a broke spike noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. The evaluation was completed, problem confirmed, but the investigation is still not completed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a leak in a transfer set was confirmed during the sample evaluation; however, no root cause could be determined.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.